Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Correction: this device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable defibrillation lead, (B)(6) 2005; 5076 implantable pacing lead, (B)(6) 2005. This device was included in that field action and analysis is pending. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.